Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the seal is begining to leak and they need a replacement seal.